Event description:
It was reported by service report that the scale was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cable that runs to the main control board was disconnected. Conclusion: cable was reconnected.